Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. High ra thresholds were also observed. The ra lead was reprogrammed and remains in service. The patient's current device was new and tested with a pacing system analyzer and no abnormal measurements were observed. No adverse patient effects were reported.